Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: the last basal delivery was on 11/21/2015 at 09:56 and the last bolus delivery was on 11/18/2015 at 20:29. The basal and bolus deliveries added up appropriately to the total daily dose showing that the pump was delivering accurately until the last date used. The pump's black box and prime histories showed that the user loaded a cartridge with less than 60 units of insulin on 11/17/2015 at 07:10. There was no evidence of the user loading a cartridge with 150 units or more until 11/18/2015 at 14:26. The pump performed the prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had run out of insulin before the patient expected it to. The total daily dose recorded in the pump history did not match the amount of insulin left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.